Event description:
It was reported that a small volume folfusor leaked. The device had been filled with a cytotoxic drug. This occurred prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Visual inspection noted fluid in the bag that contained the unit. The leak was coming from an untightened blue winged luer cap. A functional test was performed and the blue winged luer cap was hand tightened. The next day there were no signs of a leak at the luer cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.